Event description:
The fse found overload fault error messages in the system event log. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The hv cables were re-greased during service. The system was tested and found to be working as intended and put back into service.